Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, noise was observed on the atrial lead. No patient symptoms were reported. The noise could not be reproduced. A chest x-ray revealed a bend in the lead. No intervention was reported.